Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and caused plastic piece around usb port to become loose so pump could no longer be guaranteed watertight, with caller unsure how damage occurred and attributing it to normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump had not shut down due to issue, and technical support did not replace pump because it was out of warranty, with no additional corrective actions documented.